Manufacturer narrative:
Physio-control replaced the therapy cable to resolve the reported issue, and other unrelated repairs were made. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device could not detect the ECG when using the pads on a patient. This issue is patient related; however there was no adverse event reported.